Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported death, infection, right heart failure, and patient conditions could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25jul2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section of the IFU, ¿introduction¿, lists adverse events such as death, infection (local, driveline, and pump pocket), and right heart failure that may be associated with the use of the heartmate 3 lvas. Section, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU provides information regarding anticoagulation, including the recommended inr values. Section of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a major infection, it was suspected to be moraxella growths per their urine cultures on (B)(6) 2021. Their medication was changed and they were given IV antibiotics. It was also communicated that the patient had fluid overloaded right heart failure on (B)(6) 2021 and experienced increasing shortness of breath and volume overloading. It was communicated the patient did not have right heart failure pre left ventricular assist device (lvad) implant, but per principal investigator (pi) adjudication, the event was not related to the lvad. The patient was treated with IV diuretics. On (B)(6) 2021 it was communicated that the patient decided to withdraw care. They were transported to hospice and passed away on (B)(6) 2021. No products were returned.